Manufacturer narrative:
Per the tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that incorrect bolus amounts were being calculated by the pump. Upon review of the settings, it was found that the customer inadvertently entered the incorrect carb ratio value resulting in the incorrect bolus calculations. The customer's blood glucose (bg) level ranged from 130-170 mg/dl. Tandem technical support advised customer to consult with their healthcare provider regarding settings adjustments.